Event description:
Hcp reported increased pt libido. Initally 2004, medication was stopped and the pt seemed to improve temporarily. 3 months later device voltage was reduced with no improvement; pt's tremor became disabling. In 2005, hcp advised device be turned off at night. Hcp reported pt is currently considering other options offered by hcp. A follow-up report will be sent if add'l info is received.